Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 bd purewick urine collection system with collection canister, lid, pump tubing. Functional evaluation was performed to measure the airflow of the device and the device showed a value of 2.136 slpm. Functional evaluation 2 was performed to measure the maximum dead head pressure and a value of 0.01 mmhg was seen which meets specifications. An additional note: component 1 (on right side of flow meter), 2, and 5 of were added to the drydoc 2.0 air flow fixture prior to the evaluation. This was done to be compliant. However, these components themselves do not significantly affect air flow testing results. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the reported event is unconfirmed. A labeling or packaging review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient could no longer use purewick female external catheter as it had caused them vaginal bleeding and the doctor advised them not to use them anymore as this was not a healthy or safe alternative for the patient. Patient wants to also submit for a manufacturer and user facility device experience (maude) adverse event report for the purewick female external catheter complaint to food and drug administration as per their doctor suggestion as there have been adverse side effects due to the issues with the catheter suctioning being too strong. Caregiver states this was a very traumatic experience for them and for the patient. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient could no longer use purewick female external catheter as it had caused them vaginal bleeding and the doctor advised them not to use them anymore as this was not a healthy or safe alternative for the patient. Patient wants to also submit for a manufacturer and user facility device experience (maude) adverse event report for the purewick female external catheter complaint to food and drug administration as per their doctor suggestion as there have been adverse side effects due to the issues with the catheter suctioning being too strong. Caregiver states this was a very traumatic experience for them and for the patient. No medical intervention was reported.

Event description:
It was reported that patient could no longer use purewick female external catheter as it had caused them vaginal bleeding and the doctor advised them not to use them anymore as this was not a healthy or safe alternative for the patient. Patient wants to also submit for a manufacturer and user facility device experience (maude) adverse event report for the purewick female external catheter complaint to food and drug administration as per their doctor suggestion as there have been adverse side effects due to the issues with the catheter suctioning being too strong. Caregiver states this was a very traumatic experience for them and for the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review could not be performed since no product catalog number and the lot number was provided. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.